Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered multiple boluses in addition to the automatic bolus delivered by the pump software resulting in a low blood glucose (bg) level. The customer's bg level was 11 mg/dl. The customer's school nurse administered glucagon and the customer consumed carbohydrates to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.